Event description:
Hosp used a pillow, after pillow was sanitized, hosp employee looked inside pillow & found an area that had been contaminated with a bodily fluid & blood. Pillow seemed to be able to let a fluid penetrate to inside contents. Was not known how long pillow had been saturated. A pillow was put in its place. A pillow case was used on this reusable pillow for every use.